Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found there were no frayed or broken cables observed during visual inspection. Additional findings not related to customer reported complaint: failure analysis found the primary failure of severely bent grips to be related to the customer reported complaint. The instrument was found to have severely bent grips, causing misalignment of the grips. There was a 0.0500¿ offset at the tips. The grips do not show cracking damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had a broken cable. The procedure was completed with no reported injury.